Manufacturer narrative:
The user was hospitalized due to a scar tissue from a pancreas surgery two years ago, where the pancreas had to be removed.the user didn't receive treatment at the hospital and wasn't prescribed medication.the user didn't provide the date when he was first admitted at the hospital.the user's hcp was aware of the event.this adverse event was not related to the use of eversense continuous glucose monitoring system. No further investigation was found necessary.

Event description:
Senseonics was made aware of an incident where user washospitalized due to a scar tissue from a pancreas surgery two years ago, where the pancreas had to be removed.this adverse event was not related to the use of eversense continuous glucose monitoring system. No further investigation was found necessary.